Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad system produced elevated flow estimation and power readings. The patient¿s lactate dehydrogenase (ldh) was 240 u/l and the urine was clear. It was reported that the patient was hypertensive and tachycardic, and the heart failure medications were subsequently adjusted. It was also reported that the patient showed signs of gastrointestinal bleeding on (B)(6) 2017, with a slight drop in hemoglobin. Esophagogastroduodenoscopy (egd) was performed, and cautery was applied to the bleeding site. The patient was not transfused, and it was reported that the hemoglobin was stable post cauterization. On (B)(6) 2017, it was reported that the patient was clinically doing well. No additional information was provided.

Manufacturer narrative:
The reported elevation in pump power and estimated flow values were confirmed through the evaluation of the submitted system controller log file. The log file contained data from (B)(6)2017 10:47:13 am through (B)(6) 2017 10:37:14 am. A period of elevated pump power and corresponding elevation in estimated flow was observed between (B)(6) 2017 02:02:40 pm and (B)(6) 2017 08:24:49 am, reaching values of 13.6 w and 12.0 lpm, respectively. All of the observed elevations appeared to correspond with pi events. A specific cause for the pump power and estimated flow elevations could not be conclusively determined through this evaluation. The patient remains ongoing on lvad support and no further issues have been reported. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.